Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic pacemaker dependent patient with complete heart block patient presented for an elective upgrade procedure. After the usage of cautery to open the patient's pocket, the patient's heart rate jumped to 105 bpm. The physician believed that the patient's pulse generator was pacing at a faster than programmed rate. The device also exhibited a longer than expected longevity measurement. After about a minute, the rhythm broke and the patient's rhythm returned to normal. The device was removed and replaced and the procedure was successfully completed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.